Manufacturer narrative:
According to the information provided by the technician, the issue with alarm of high peep occurred. However, it was not reproduced on-site and no parts were replaced. No malfunction of the ventilator was found. The device passed all performance tests and was returned to clinical use. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The peep pressure in the patient system is regulated by the expiratory valve coil, which controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Unfortunately, the device's logs were not provided for further analysis. The cause oh the issue has not been determined.

Event description:
It was reported that peep (positive end expiratory pressure) value is different than set. There was no patient harm. Manufacturer's ref. #: (B)(4).